Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw using a driver for a pps fusion at a range of 1 above 1 below. It was reported that after break-off, the set screw became unable to be removed from set screw driver. Therefore, another driver was used to cope with the problem after that. It is unknown if the instrument broke. Other details of the event include pps using e5 with 4 pieces of sas. The event was associated with the patient. There were no patient symptoms or complications as a result of the event. The pre- op diagnosis was a burst fracture on l4. There was no delay in overall procedure time/ revision surgery/ additional surgery/ in- patient or prolongation of existing hospitalization. No health damage in the patient was reported. The product will be replaced by a medtronic product. No further complications were reported/ anticipated.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw using a driver for a pps fusion at a range of 1 above 1 below. It was reported that after break-off, the set screw became unable to be removed from set screw driver. Therefore, another driver was used to cope with the problem after that. The instrument did not break. Other details of the event include pps using e5 with 4 pieces of sas. The event was associated with the patient. There were no patient symptoms or complications as a result of the event. The patient came in contact with the product when it was used to break-off a setscrew in the patient body. The pre- op diagnosis was a burst fracture on l4. There was no delay in overall procedure time/ revision surgery/ additional surgery/ in- patient or prolongation of existing hospitalization. No health damage in the patient was reported. The product will be replaced by a medtronic product. No further complications were reported/ anticipated.

Manufacturer narrative:
B5: additional information updated. D4: lot# updated d10: product return date updated. E1: initial reporter name updated. H3: product was returned and analysis is yet to begin. A follow-up report will be sent once analysis is completed. H4: device mfg date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis :part#: 7578900, lot#: sw18c036; visual, optical- visual and optical inspection confirmed the break off portion of the screw is jammed on the hex of the driver. The hex on the driver may have been rounded and stripped due to torsional overload. When the break off screw was broken the break off portion was already jammed. This type of damage is consistent with torsional overload. H6: updated eval. Code result post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.